Manufacturer narrative:
D7: if explanted, give date. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the reported revision findings of the patient presenting globally loose in her right knee the reported right knee loosening was confirmed. In addition to, the replacement the 10mm constrained poly for a 15mm right constrained poly which also may be an indication of joint laxity or maybe insert wear. However, without the requested clinical documentation the definitive clinical root cause of the reported right knee loosening could not be determined. The patient¿s outcome was not reported. Therefore, the impact to the beyond that which has been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Based on the information provided, the unsatisfactory experience could be confirmed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, osteolysis, joint laxity and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.

Event description:
It was reported that, after surgery had been performed, the patient experienced loosening in her right knee. This adverse event was solved by revision surgery, in which constrained poly was removed and a 15mm right 3-4 constrained poly was put in. Patient was stable on the table.

Manufacturer narrative:
Complaint reference number: (B)(4).